Event description:
The caller reported that the customer was hospitalized with high blood glucose levels. The caller needed assistance in getting the customer back on the insulin pump, but he didn't have the insulin pump with him. Advised the caller to have the customer call in with the insulin pump in hand for assistance. The caller had no further information at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.